Event description:
It was reported that after announcing a breakfast meal within their usual carbohydrate range, the user experienced a subsequent low blood glucose event; device data showed blood glucose rose from 179 mg/dl to 209 mg/dl shortly after the announcement, the system delivered a correction dose of 0.44 units, and later delivered basal of 0.065 units, after which the user went low and treated with oral glucose. Customer care provided support that included review of device reports and education on meal announcements and insulin sensitivity. Investigation of this case revealed the device functioned as designed with automated correction and basal delivery, and the event was consistent with an incorrect meal size announcement relative to the user¿s insulin sensitivity. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution with self-treatment without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to carbohydrate announcement mismatch in the context of insulin sensitivity, with no device malfunction identified.